Manufacturer narrative:
Philips has investigated this complaint a philips remote service engineer (rse) inspected the system remotely. Rse checked with customer and was notified that when customer pressed the system on button there was no response from host pc and this issue persisted in spite of performing a cold restart of the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse pressed host pc power on button manually to start it up and it worked, however, the host pc could not be started up automatically. Fse replaced the host pc which was returned for analysis. The part analysis does not indicate any malfunction with the host pc. However, after replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc failed to bootup. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.